Manufacturer narrative:
D9, h3: subsequent to filing the initial report, the device was returned for analysis. Therefore, the device return status was changed from not returned to returned. H6: component code 4755 was removed; 562 and 3088 added. Type of investigation code 4114 was removed; 10 added. Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure using a large-bore artery (8f) sheath. Reportedly, when the plunger was removed, no suture was present. Another proglide was used but the same occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.